Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission revealing premature battery depletion. No reprogramming had been done. The device remained implanted. No patient symptoms were reported.